Event description:
It was reported via repair work order that the cot was unable to reach full load height due to dirty half shell leg bearings and worn flange bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.